Manufacturer narrative:
Concomitant products: product ID 377860, lot # v007983, implanted: (B)(6) 2006, product type lead; product ID 377860, lot # v007983, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
Information received from a manufacturer representative (rep) reported that high impedance was measured in the operating room during an implantable neurostimulator (ins) replacement. The high impedance was not consistently on the same electrodes. They had tried wiping off the leads and reinserting them, and also tried testing the leads after placing them in different ins ports. After switching leads ports impedance testing did not show the same lead as >40,000 ohms. Electrodes 0 and 8 had been consistently good throughout the process. It was noted that they had not replaced the leads and that lead configuration was correct. During the call with technical services impedance was tested an 0-8 were fine but 9-15 were >40,000 ohms. It was noted that the last time it was tested 8-12 were fine but 13, 14, and 15 were out. All pairs with 9 were >40,000. The doctor stated that the lead slid into the ins normally and the set screw torqued normally as well. It was advised to tug slightly on the lead and the doctor stated that the lead felt securely inserted into the ins. It was noted that impedance was not checked before the ins replacement, but the patient had been getting good stimulation. The doctor had not irrigated anything and they had not noticed any solution getting into the header block. At the end of the call with technical services the rep stated that all contacts with 0 were >40,000 ohms and with reference 3 then 0, 9-15 was >40,000 ohms. The issue occurred intra-operative. The rep called back after the call was dropped and noted that the doctor was closing. The doctor was not prepared to do a lead replacement if they had found a problem with the lead so they were to close and monitor the patient. The rep saw the patient six days later and reported that high impedance continues on contacts 1-7 an 15. The rep stated that the physician took x-rays of the ins to see if the electrodes were aligned in the header block and an x-ray of the leads to see if they were off set. The physician did not note any issues from the x-rays. It was noted that the physician did not have x-rays of the patient's lead placement from before the replacement; therefore, they did not have anything to compare current lead placement to. The rep was able to use the remaining electrodes to get good coverage on the right side. The patient mentioned that left lower back pain was still present but he was experiencing some pain relief that was not as effective as the right side. The rep stated that the plan moving forward would be to see if the patient had pain relief. The patient was scheduled to be in the office again on (B)(6) 2015. On (B)(6) 2015, it was noted that the patient was getting relief despite not having optimal coverage and continued high impedance. No further outcome was available.

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient had their leads revised by removing the old leads and having new ones placed on november 25th. Impedances were resolved with the new leads and the old leads were discarded. The patient had coverage of his pain areas post-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient had their 1st ins replaced as it was at its 9 year life end. The patient got the ins replaced with current ins and he ended up getting the leads replaced because the old leads weren't compatible with the new ins, and per the manufacturer they should've have been able to connect the old leads to the new implant but after trying everything they wouldn't connect so they just had to put new leads in. The patient said the rep was at the lead replacement surgery but he didn't remember the name of the manufacturing representative (rep). No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the leads not connecting and not being compatible was unknown. The patient stated that the old leads were replaced but they were unsure if any further testing was done on them. At the time of the implant replacement, the patient was told by a manufacturer representative that the old leads should have worked with the new device. No further complications were reported or anticipated.